Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap showed burnt on detritus and devitrification of the cap at the output window. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, fiber kept getting to much debri attached to it; kept getting knocked in standby, at 86,331 joules. A second fiber was used to complete the case. No pt injury reported.